Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) in which this patient could feel the pacing. This patient underwent a procedure in which this rv lead was explanted and replaced with a new rv lead, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.